Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 250 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient's mother was unsure if cannula had properly inserted in the infusion site (abdomen). As treatment, a new pod was applied.

Manufacturer narrative:
No timeouts or drive stalls were seen in the device data. No damages or issues were found with the device that would cause the cannula to improperly insert. The cause of the reported event could not be conclusively determined.